Manufacturer narrative:
On feb 1, 2019, the suspect medical device was changed from the architect b-hcg reagents ln 07k78-25 lot 89197ui00 manufactured in longford ireland to the architect i1000sr analyzer ln 01l86-01 sn (B)(4) manufactured in irving texas, USA and manufacturer's report 1628664-2019-00147 has been submitted and will contain all subsequent information.

Manufacturer narrative:
Update (B)(6) 2018: the patient was incorrectly diagnosed with early-stage pregnancy, and therefore, had an ultrasound and began on otc vitamins of an unknown dose (folic acid and progesterone). The patient was confirmed not pregnant and there was no adverse reaction or impact to patient health due to the unnecessary otc medications. An evaluation is still in progress. A final report will be submitted when the evaluation is complete.

Manufacturer narrative:
All available patient information was included. Additional patient details are not available. An evaluation is in process. A final report will be submitted when the evaluation is complete.

Event description:
The customer observed a false positive b-hcg result on the architect i1000sr analyzer. The following data was provided: sid (B)(6) initial 765.88iu/l, repeat <1.2iu/l. The patient was confirmed negative at another hospital. There was no impact to patient management reported.